Event description:
Reported near-lost airway due to issues with an ambu-brand lma (laryngeal mask airway). Per the anesthesiologist, the device was extremely difficult to place, requiring multiple attempts, and when it was finally seated (albeit not well), the patient had stridor only temporarily relieved with propofol and succinylcholine. A bronchoscope was advanced into the device, which showed the patient's epiglottis trapped in the lma (no aperture bars) and it was pinching his arytenoids, causing mechanical airway obstruction. Several attempts to re-seat it under direct visualization were unsuccessful. Resolved by having to take down the drapes and intubate the desaturating patient with a bougie. Per the reporter, "my colleagues who use lmas more regularly than I... Multiple comments about the ambu lma device like "they're nearly impossible to place," "I end up intubating at least half the time," "they cause a lot of trauma," etc."this device had been brought in relatively recently, after a trial and it is noted, with significant cost savings. It was noted that when trialing a product like a laryngeal mask, there is necessarily the lack of a control. You can't compare the brand name and the generic at the same time with the same patient. It is now our experience that in extreme cases of use, the device does not perform well. We recognize that there is no way to know if the brand name lma would have performed any better.